Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced repeated scan error messages and was unable to scan their freestyle libre 3 plus sensor while using the ilet system; bluetooth connectivity and pump pairing were confirmed, sensor settings were toggled, and the pump was restarted, but the error persisted and the user was directed to contact their sensor manufacturer¿s support. No adverse clinical symptoms reported. Outcomes included no alerts or alarms from the pump, no medical intervention, and no hospitalization. User support included remote troubleshooting and user education. Investigation of this case revealed a sensor communication or sensor performance issue external to the pump, with no evidence of ilet pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was likely sensor-related and not attributable to a pump defect.